Manufacturer narrative:
Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. What was the original intended procedure? Debridement, I&d and exchange of femoral head component of hemiarthroplasty, removal of cable, explant of hip hemiarthroplasty, femoral component, placement of articulating antibiotic spacer, debridement and irrigation or periprosthetic infection and implant of head: 56mm - 3 neck and hip stem in size 4 mold.

Event description:
Title:xxxxx event description: patient returned to operating room post right hip hemiarthroplasty due to displaced fem neck fracture after a one week post operative history of increasing right hip pain, swelling, and erythema with minimal drainage. CT scan showed a large posterior fluid collection (8x7cm) posterior to his proximal femur. Patient found to have an infected right hip with microbial culture results (B)(6) for (B)(6). Subsequently, an exchange of femoral head component, debridement, and irrigation of periprosthetic infection was performed. Patient returned to the operating room for removal of femoral component, placement of articulating antibiotic spacer, debridement, and irrigation or periprosthetic infection, with implant of head: 56mm - 3 neck and hip stem in size 4 mold.